Event description:
The user facility reported a 57-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 pump was placed via the axillary and support is ongoing, though due to access site bleed and other sites/systems (gi bleed, nasal) heparin is being withheld. The pump has been supporting the patient for over one month to date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. As per clinical, bleeding from access site around the sheath and heparin was stopped to achieve hemostasis, other information are unknown. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.